Event description:
Child felt low and went to school nurse. The suspect device was used to check their blood glucose. A result of 83mg/dl was obtained. One hour later the child was unresponsive. The suspect device then read 73mg/dl. Pt was given frosting to eat and the paramedics were called. The emergency medical technician's meter read their blood glucose at 43mg/dl. Pt was then given glucose tablets and transported to the children's hospital.